Event description:
Additional information received that the event occurred during set-up and there was no patient impact.

Manufacturer narrative:
H6:the previously applied code imf f24, ime e2401, fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1.product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: applicable code is fdr c0208. The previously applied code imf f24, ime e2401, fdc d16 is no longer applicable. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: the previously applied code imf f24, ime e2401, fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that, they could not verify not working properly. There was no fault found. Device has been properly inspected and has passed all applicable qualification tests. H6: applicable codes are fdr c19, fdc d16 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found that, they verified not working properly. Unit presented with software version:(v1.7.5), fully charged batteries, broken/missing clips, and a reverse orientation wired connection failure due to a defective main pcba. H6: applicable codes fdr c070606 and img g0201202, UDI#: (B)(4) h3: product analysis found that, they could not verify not working properly. Unit presented with software version: (v1.7.5), a worn fuse label and fully charged batteries. H6: applicable codes are fdr c070606 and img g0201202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the device needs repair and was not working properly. There was no known patient impact.